Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon string broke, now tampon is stuck [foreign body in reproductive tract] tampon string broke [device breakage]. Case description: consumer reported via social media that the tampon string broke during removal and it became stuck. No serious injury was reported.